Event description:
Patient with known difficult airway to cardiac surgery, somewhat troublesome intubation but ok handled with video laryngoscope. Started after some minutes to experience vent problems and saturation drops, eventually the patient does not ventilate, attempts to reposition the tube, experience kinks on the tube intraorally, the patient ends up with emergency tracheostomy. Patient is doing fine after surgery.